Manufacturer narrative:
The remote support engineer confirmed that the customer reviewed the logs and determined the alarm was generated appropriately at the monitor and central station but the alarm volume was low or the nurse didn't hear the alarm sound. The speakers at the pic ix were testing and found functional. The complaint was escalated for technical investigation based on the information currently available. The customer alleged that several alarms would not have sounded. Based on good faith effort response the customer expected an alarm for tachycardia. Additional the gfe response informed that there was no issue with the system. The remote support engineer confirmed the system was tested and that the alarm rang but the sound was low or the nurse did not hear. The received log files were forwarded to the product support engineer (pse) to provided details on 14 july 2024 in the time frame between 00:30 - 10:00 if a tachycardia alarm was generated or not and if it rang on that time frame. The pse was not able to determine based on the information provided if there was an audible alert sounded. He can only expect that it did, if no technical alert speaks against it. As only filtered audit logs are available it is not possible to confirm if the device is functioning as designed and no cause could be established. Multiple gfe attempts were made to gather more information but were not successful until today. Based on the information available and the testing conducted, the cause of the reported problem was not established. The reported problem was not confirmed. Analysis was performed and investigation has been completed. Based on this information, there does not appear to be a device malfunction which caused or contributed to the reported event. It remains unknown what other factors may have contributed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips remote service engineer (rse) analyzed the logs and identified several alarms sounded. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the patient information center ix audio alarm did not triggered when expected. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the nurse did not hear alarms for tachycardia and the patient passed away. The customer reviewed the logs and determined the alarm was generated appropriately at the monitor and central station but the alarm volume was low or the nurse didn't hear the alarm sound. The speakers at the pic ix were tested and found functional. The device was in use on a patient. A patient death was reported.